Manufacturer narrative:
The meter and strips were not returned. No information was provided in the complaint case that would point to a cause for the result discrepancy or the error messages.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable results on capillary blood samples from a patient on a coaguchek xs meter, serial number (B)(4). The results from the meter were 5.5 inr, 3.9 inr, and 4.5 inr. All results were obtained within ten minutes. The customer stated that a new finger was used for each test. After these results, a venipuncture sample was obtained from the patient. The laboratory result was between 4.0-4.9 inr (the exact value was not provided). The patient's warfarin dosage was adjusted based upon the laboratory result. The patient's therapeutic range is 2.0-3.0 inr and he tests every other week. He took his medications ten hours before testing. The patient did not have any hematocrit issues, no antiphospholipid antibodies, and is not taking heparin or direct thrombin inhibitors. The patient feels good. No adverse event was reported for the patient. The meter and strips were requested for return and replacement was sent. Relevant retention test strips (lot 139818-12) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.